Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated her blood glucose was high at 458 mg/dl and sensor reading was 184 mg/dl. The customer treated with insulin pen. The customer mentioned that several of the previous sensors looked crimped when removed but the current one was straight. The customer declined troubleshooting for high blood glucose.